Event description:
It was reported that session record download revealed noise signals that resembled abandoned lead. The signal was large in amplitude and varying. Qt interval also varied. Previously reported lead was possibly in situ. Provocative test and further investigation was suggested. If there is an abandoned lead, considering replacement of the lead along with the old lead was suggested. The patient missed scheduled follow-up appointment. No further information is available at this moment.